Event description:
It has been reported to philips that the host pc was unable to communicate with geo pc, no movement was available. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to communicate with geo ipc. The philips remote service engineer (rse) analyzed the system and confirmed that the mechanical movement of the equipment is not connected to the host pc and the system. After that, the rse made multiple attempts to obtain the device evaluation but no approval from customer side. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports on this issue. The codes were updated based on the investigation outcome.